Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 290.4 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient started experiencing symptoms of withdrawal last friday. The patient went to the ER (emergency room) on saturday. They did an interrogation and a CT, and everything looked good. There were no pump alarms and the pump logs showed only programming steps. Per the reporter, this was the tightest they had ever seen him. He was having intermittent spasms and was on oral baclofen right now. The pump was last refilled on (B)(6) 2022 and there were no changes to the drug or programming. The patient was on a flex dosing pattern getting 12.5 mcg/hr and then from 4:30 am to 9 pm getting 11.9 mcg/hr. The hcp was planning to program a single bolus today to see how the patient responded. The patient had not suffered any falls or trauma and had no other known issues contributing to the withdrawal. The hcp had been in contact with the surgeon to discuss options. Additional information received from the healthcare provider reported that the patient was having spasms, itchiness, and increased tightness. It was unknown if there was an infusion system related issue. The patient will have a catheter revision in august.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc. Serial# (B)(4). Implanted: (B)(6) 2012. Product type: catheter. Product ID: 8598a. Serial# (B)(4). Implanted: (B)(6) 2012. Product type: catheter. Product ID: 8731sc. Serial# (B)(4). Implanted: (B)(6) 2012. Product type: catheter. Product ID: 8598a. Serial# (B)(4). Implanted: (B)(6) 2012. Product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-jul-2014, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 29-jul-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.